Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the drg leads migrated and was unable to provide effective coverage. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention where all the three leads were explanted and replaced restoring effective therapy. L3 lead was not replaced.